Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that 2 to 3 weeks ago the customer would deliver an insulin bolus and the blood glucose were still high. It was also reported that the insertion site is being infected; customer does not used the infusion set for more than 3 days. Blood glucose value is between 300 to 400 mg/dl. Customer stated that once she treated with manual insulin injection. Customer felt tired, sleepy, had dry mouth and smelly. During troubleshoot; it was stated that the drive support cap is protruded. There might have been a small bubble in the tubing. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed due to missing clamp. Customer was at the doctors office to check on the infection. Nothing further reported.